Manufacturer narrative:
The returned dualwave arthroscopy fluid management system ar-6480 was visually inspected and shows no physical damage. Further review of the pump sub-assembly and components, showed no issues with the latch door or tubing connector. The returned ar-6480 dualwave arthroscopy fluid management system device assembled with a new ar-6410 arthroscopy pump tubing were tested and evaluated. The pump was powered on and function as intended with no error message and/or audible alarm triggered. A clamp test was performed to simulate an over pressure failure on the pump the results of the clamp test confirmed the pump did alarm and provide an error as intended/expected. Among the most common causes for this type of issue/occurrence are: unplugging and plugging the pressure line connector into the arthroscopy pump, thereby creating a pressure decay on the pump or; spiking the bags of fluid and allowing that fluid to migrate through the tubing before plugging the pressure line connector into the pump. These conditions can trigger the alarm for pressure fault. Final conclusions are potential misuse and the complaint allegation not confirmed.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported by the sales rep that during the end of a knee procedure, the surgeon notice that the ar-6480, dw arthroscopy pump, was running fast, filling the joint with fluid. The fluid was removed from the joint using suction. The case was completed using the same ar-6480, dw arthroscopy pump. The patient was discharged from the hospital as normal with lasix. The nurse followed up on (B)(6) 2019 and was informed by the patient that the swelling went down and leg was soft to touch, however there are some blisters on the leg.